Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedance measurements. Sensing and thresholds were appropriate. As the implanted implantable cardioverter defibrillator (ICD) was near a normal battery depletion, the physician opted to replace the ICD and at the same surgery, abandon the implanted rv lead, while implanting a new ICD and rv lead for this patient. No additional adverse patient effects were reported.